Event description:
It was reported via remote transmission, non-sustained lead noise was observed. It was found that competitive pacing caused the non-sustained lead noise detection. Programming changes were recommended and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.